Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. The target lesion was located in the too calcified lesion. A 2.50x38mm promus element long drug eluting stent was advanced but failed to cross the lesion. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed proximal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was returned for evaluation. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Struts on the most proximal stent row were lifted and slightly pushed distally. The tip of the device was slightly flared. The balloon section of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).